Event description:
The patient reported the dbs connector located behind his right ear had migrated to the clavicle, which caused stretching of the wires and resulted in replacement of the electrodes on the right side of the brain. The patient provided that the neurostimulator ipgs had not migrated.

Manufacturer narrative:
Results of final device analysis reveal no significant anomalies seen. The lead is acceptable but is cut thru (suspected explant damage); no failure detected, but the product is out of specification.